Manufacturer narrative:
Sections with additional information as of 11-jul-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: dizzy and nauseated. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-030: user applied blood to strip before inserting strip into meter. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved: unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-3). Wife is calling on behalf of the customer. During the call, a blood test was performed by the customer fasting and produced test result of 88 mg/dl using true metrix go meter. The product is stored according to specification. The test strip lot manufacturer¿s expiration date is 06/30/2024 and open vial date is 06/06/2023. The customer reported feeling dizzy and nauseated; medical attention was not needed at the time of the call.